Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) high blood sugar levels up to 22.5 mmol/l [blood glucose increased] novopen malfunction [device malfunction] case description: this serious spontaneous case from (B)(6) was reported by a consumer as "high blood sugar levels up to 22.5 mmol/l" beginning on (B)(6) 2015 and "novopen malfunction" with an unspecified onset date, and concerned an (B)(6) male patient who used novopen 4 (insulin delivery device) from an unspecified date due to type 1 diabetes mellitus. (B)(6). Medical history included type 1 diabetes mellitus (date of diagnosis was not provided), slight enlarged prostate, abdominal pain and lfts elevated. The patient had undergone total pancreatectomy. No other relevant medical history, family history or lifestyle factors were reported. Concomitant products included - lantus (insulin glargine), terazosin (terazosin), bd micro-fine 5mm needles (non-codable) and novorapid penfill since (B)(6) 2009. The reporter stated that prior to using novopen 4 training had been received in the use of the device from a diabetes educator. It was reported that the novopen 4 suspected to be faulty was used from approximately (B)(6) 2015. The reporter stated that prior to using novopen 4; training had been received in the use of the device from a diabetes educator. New needle (bd micro-fine 5mm needle) was used for each injection. On (B)(6) 2015, the patient's blood glucose was 5.7 mmol/l at 0850 (before breakfast), 11.6 mmol/l at 1350 (before meal), 5.2 mmol/l at 1800 (before dinner), and 4.7 mmol/l at 2250 (9 units of lantus administered). On (B)(6) 2015, the patient had high blood sugar levels up to 22.5 mmol/l. The daily dose of novorapid which had been used at the time of the event was reported as 4 units at breakfast (approximately 8:00 a.m.), 6 units at lunch (12:00 - 1:00 p.m.) And 9 units at dinner (6:00 p.m.). The dose is based on food count of carbohydrates per meal after weighing food. The patient's blood glucose was 11.8 mmol/l at 0840 (before breakfast), 5.6 mmol/l at 1315 (before meal), 5.3 mmol/l at 1800 (before dinner), and 16.9 mmol/l at 2320 (9 units of lantus administered). On (B)(6) 2015, the patient's blood glucose was 6.4 mmol/l at 0900 (before breakfast), 9.7 mmol/l at 1315 (before meal), 17.0 mmol/l at 1830 (before dinner), and 10.4 mmol/l at 2300 (9 units of lantus administered). On (B)(6) 2015, the patient reverted to the old pen as novopen malfunctioned. On (B)(6) 2015, the patient was admitted to hospital for 24 hours in order to adjust blood glucose levels and for other tests, and treated (details unspecified). No dose change was made for novorapid. It was stated that all carbohydrate food was weighed to work out amount of insulin to administer. On (B)(6) 2015, the patient was discharged from the hospital. Action taken to novopen 4 was not reported. The patient reverted to the old pen. On (B)(6) 2015 the outcome for the event "high blood sugar levels up to 22.5 mmol/l" was recovered. The outcome for the event "novopen malfunction" was not reported. Investigation results: novopen 4 batch unknown no investigation was possible, because neither sample nor batch number was available. Since last submission, the case has been updated with the following: blood glucose readings from (B)(6) 2015 were added. Medical history updated. Event term updated. Admission and discharge dates updated. Investigational results. Narrative updated accordingly. Final manufacturer comment: on (B)(6) 2015: as device novopen 4 has not been received by novo nordisk a/s for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in (B)(4). Investigation results: novopen 4 - batch unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) high blood sugar levels up to 22.5 mmol/l [blood glucose increased] novopen 4 suspected to be faulty [device issue]. Case description: this serious spontaneous case from (B)(6) was reported by a consumer as "high blood sugar levels up to 22.5 mmol/l" beginning on (B)(6) 2015 and "novopen 4 suspected to be faulty" with an unspecified onset date, and concerned an (B)(6) year-old male patient who used novopen 4 (insulin delivery device) from an unspecified date due to type 1 diabetes mellitus. (B)(6). Medical history included type 1 diabetes mellitus (date of diagnosis was not provided), and slight enlarged prostate. No other relevant medical history, family history or lifestyle factors were reported. Concomitant products included lantus (insulin glargine), terazosin (terazosin), and bd micro-fine 5mm needles (non-codable). The patient used novorapid penfill since (B)(6) 2009 and started on the suspected novopen 4 from approximately (B)(6) 2015. New needle (bd micro-fine 5mm needle) was used for each injection. The reporter stated that prior to using novopen 4 training had been received in the use of the device from a diabetes educator. On (B)(6) 2015, the patient had high blood sugar levels up to 22.5 mmol/l. The daily dose of novorapid which had been used at the time of the event was reported as 4 units at breakfast (approximately 8:00 a.m.), 6 units at lunch (12:00 - 1:00 p.m.) And 9 units at dinner (6:00 p.m.). The dose is based on food count of carbohydrates per meal after weighing food. On (B)(6) 2015, the patient's blood glucose was 7.4 mmol/l at 0900 (before meal), 13.6 mmol/l at 1330 (before meal), 5.3 mmol/l at 1830 (before meal), and 6.1 mmol/l at 2230 (9 units of lantus administered). On (B)(6) 2015, the patient's blood glucose was 17.6 mmol/l at 0840 (before meal), 13.7 mmol/l at 1300 (before meal), 12.5 mmol/l at 1830 (before meal), and 21.3 mmol/l at 2230 (9 units of lantus and 4 units of novorapid administered). On (B)(6) 2015, the patient's blood glucose was 12.4 mmol/l at 1825 (before meal), 17.0 mmol/l at 2220 (9 units of lantus and 3 units of novorapid administered), 11.0 mmol/l at 0835 (before meal), and 16.5 mmol/l at 1330 (before meal). On (B)(6) 2015, the patient's blood glucose was 9.0 mmol/l at 0725 (before meal), 14.6 mmol/l at 1330 (before meal), 13.2 mmol/l at 1800 (before meal), and 18.4 mmol/l at 2240 (9 units of lantus and 3 units of novorapid administered). On (B)(6) 2015, the patient's blood glucose was 19.5 mmol/l at 0830 (before meal), 22.5 mmol/l at 1315 (before meal), 10.6 mmol/l at 1820 (before meal), and 19.2 mmol/l at 2250 (9 units of lantus and 4 units of novorapid administered). It was reported that the patient was admitted to hospital on an unspecified date for 24 hours in order to adjust blood glucose levels and for other tests, and treated (details unspecified). No details on discharge date or discharge summary were reported. The patient's hba1c (glycosylated haemoglobin) performed on (B)(6) 2015 was 8.4%. No dose change was made for novorapid. It was stated that all carbo food was weighed to work out amount of insulin to administer. Action taken to novorapid penfill was reported as no change. Action taken to novopen 4 was reported that the patient returned the suspected faulty novopen 4 to novo nordisk and used novopen 3 until a new novopen 4 was received. On (B)(6) 2015 the outcome for the event "high blood sugar levels up to 22.5 mmol/l" was recovered. The outcome for the event "novopen 4 suspected to be faulty" was not reported. This case was re-classified from non-serious to serious on (B)(6) 2015 due to hospitalisation. Reporter comment: it was reported that novopen was sent to novo nordisk.